Manufacturer narrative:
The retained samples of the complained lot have been inspected visually and tested electrically. They failed the electrical tests. The root cause of this defect is still under investigation. However, in the course of the investigation concerning MDR 8020045-2015-0048, it was recently determined that several models sharing a certain design and manufacturing process have a high probability to develop a defect. We have therefore decided to perform a recall of these models. Based on this determination we have reevaluated this complaint and do now believe it is linked although it was not initially obvious. We have therefore decided to report this incident. Any further findings in the investigation will be reported as follow-up reports to MDR 8020045-2015-00048 only.

Event description:
On (B)(6) 2015, we have been informed about an incident involving ECG electrodes. The distributor complained that "we've had another complaint of artifacts occurring with the w-60s, we additionally received the customers response: "the problem isn't (...) The sticking, the problem is the gel is hard and black on some. They are dried up". The distributor stated, "no risk or harm done to the patient. No treatment required".